Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy pinnacle mom implant on his left side. Implant released metal ions and particles to be released into patient's blood. Patient has experienced severe pain, discomfort, and inflammation in his left thigh and hip area, as well as his groin. Patient also experienced episodes of a grinding and popping sensation in his left hip. Patient underwent revision surgery on (B)(6) 2010. It was noted that metallic debris and metallosis were present. Update 12/13/2012 - medical records were received from legal. The complaint was reopened because part/lot information was identified. The revision operative report indicated chronic dislocation. There is no new information that would change the existing MDR decision. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocation. There was no mention of metallosis or debris as previously alleged. The stem is being added for the alleged high metal ions (no lab provided). Operative notes indicated previously hardware (plate and screws), at this time the manufacturer of this hardware is unknown. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/27/2015

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).